Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no known additional adverse patient effects. It was reported that the patient had a treadmill test where oversensing was discovered. The primary sensing vector had double counting of the t-wave with the elevated heart rate. The secondary sensing vector was double counting when the patient was at rest. The doctor elected to replace the system with a transvenous dual chamber system. The subcutaneous system remains implanted but is programmed off. There were no additional adverse patient effects.

Event description:
It was reported that the patient had a treadmill test where oversensing was discovered. The primary sensing vector had double counting of the t-wave with the elevated heart rate. The secondary sensing vector was double counting when the patient was at rest. The doctor elected to replace the system with a transvenous dual chamber system. The subcutaneous system remains implanted but is programmed off. There were no additional adverse patient effects.